Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
In 2008, boston scientific corporation was informed that during a biopsy procedure, after the third sample was taken, it was noted that the needle was missing. When the forceps were removed from the scope, the needle was found in the forceps cup with the biopsy sample. There were no patient complications. At the conclusion of the procedure, the patient's condition was reported to be "good".